Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The customer did not provide the product information. Therefore, no information was captured (model #, lot # and expiration date), and the device manufacture date could not be determined.

Event description:
The customer reported that within a minute he performed three blood glucose tests with the contour next ez meter and each reading was 20 mg/dl to 30 mg/dl higher compared to the previous reading. No specific readings were provided. There was no allegation of an adverse event. The device is not expected to be returned for evaluation.